Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 ("health professional" and "other" should not be selected). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was confirmed. Based on the results of the investigation, it is likely the error was displayed due to faulty high voltage power supply board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the electrosurgical generator had an e433 error. When the issue was found is asked and unknown. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the high voltage power supply board was faulty causing the e433 error, the motherboard was faulty causing a e184 error and the transformer on the generator board was loose. Should additional relevant information become available, a supplemental report will be submitted.